Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no scope detection due to a malfunction of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The field service engineer (fse) reported on behalf of the customer to olympus the visera elite ii video system center scope detection does not work. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e216 and scope detection was not working due to a communication failure between the scope and the processor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.